Manufacturer narrative:
(B)(4). Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 10 retained samples were tested. None of the cap/stopper assemblies popped off. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The most likely root cause is that the forces produced by the pneumatic transportation system may have an effect on the integrity of the tube. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the stopper pops out of the tube and sample leakage. The following information was provided by the initial reporter: translated to english. The customer stated: "the nurse used a blood sampling needle to connect a vacuum blood sampling device to the patient in the early morning to collect blood, and sent it to the laboratory with pneumatic logistics, and was returned. The reason was that the test tube plug of the vacuum blood sampling device fell off, causing the blood to flow out and be contaminated. All blood samples sent together, this patient's blood samples are collected again, and the labels of other samples are reprinted and pasted."